Event description:
A complaint was received regarding a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer that experienced no flow. It was stated in the report that the patient was a research patient therefore unsure of exact dose given/ >80%. The event occurred on (B)(6) 2024. The sample was available for evaluation. There was patient involvement, but no adverse event reported. It was further stated that the device failed.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6), upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary the complaint of device failed which resulted the dose to be given only >80% to patient on item mc33150 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.